Event description:
It was reported that the customer experienced high blood glucose events over the past few months, with the most recent occurring earlier in the day. The specific value of the highest level was unknown, though it was displayed as "high." Cause was not known. The customer managed the situation by administering a correction injection manually.